Event description:
A u.s. Distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, there were multiple cuts in the trunk cable and the cable connecting the distribution node and front therapy electrode (te). Upon evaluation, all of the internal wires were severed from the cuts in the cables. The cause of the non-functional therapy electrodes is the severed wires. The root cause of the severed wires is likely physical abuse to the cables. No adverse event resulted from the damaged cable and wires.